Event description:
In 2008, the lay user/patient contacted lifescan alleging an "error 5" issue with his one touch ultrasmart meter. The medical affairs specialist spoke with the patient on march 24, 2008 to obtain/verify the following information. The patient recalled that the "error 5" began about four days prior to original date. After the error message started, he continued taking his usual dose of diabetes medications (lantus, humalog, symlin) and tested on his one touch ultra meter. The patient indicated that he tests 3x/day and does not adjust the dosages of lantus (30 units 2x/day), humalog (10 units 3x/day) and symlin (10 units 3x/day). On the next day, the patient tested on this one touch ultra and obtained meter readings of "17.2 and 19.4 mmol/l," which were interpreted to be 172 and 194 mg/dl: the tests were obtained around 6:30 am and around 12 pm, respectively. The patient was unsure as to when exactly the alleged issue had first occurred, and he had not noticed the decimal point in the results until the same day (2 days prior to his call to lfs) due to vision problems. He claimed he did not have any symptoms when he obtained the "17.2 mmol/l" (310 mg/dl) and continued to take his usual dosages of his medications. However, when he obtained the "19.4 mmol/l" (349 mg/dl), he had numbness on his left side of the body and face and also felt dizzy. In between the two tests (unspecified time), he attempted to test on his one touch ultrasmart meter, which gave him the "error 5" message. About 12 pm the same day, he drove himself to the emergency room. He denied administering self-treatment before going to the emergency room. His blood glucose was "410 mg/dl" when he first arrived at the emergency room. The patient was kept overnight and was treated with insulin. After he was released from the hospital, his lantus dosage was increased from 30 units to 34 units 2x/day. The customer care advocate (cca) went through troubleshooting with the patient and noted that the error message was not resolved. The patient claimed that he was able to use the same vial of test strips with a one touch ultra and was able to obtain a meter reading. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms of numbness and dizziness after he got the "error 5" on his meter and was using another meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.